Event description:
Information received by medtronic indicated that the reservoir compartment was damaged and rubber piece on the reservoir part came off. No harm requiring medical intervention was reported. The device was returned for analysis.